Event description:
It was reported that the patient developed an infection over the pump pocket site. It was noted that the patient's wheelchair strap was rubbing on the pump and had caused breakdown in which the pump had started leaking fluid and this was the only symptom noted. It was indicated the patient's spasticity had not changed and was of status quo. The infection was (B)(6) and was noted to be sensitive to penicillin. It was noted that the patient was treated immediately with antibiotics and watched carefully as an in-patient. As of (B)(6) 2012, the patient was 'doing better' and the wound appeared to be 'getting better'. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).